Event description:
Customer reported an error with the continuous glucose monitor (cgm), specifically error 42 associated with sensor g7. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump and assisted the customer through the process. Following the pump reset, the error code did not reappear, and the customer successfully started their sensor session without further issues.